Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, the hospital staff successfully placed a ruby coil and a podj using a lantern delivery microcatheter (lantern). The hospital technician then inadvertently bent the podj upon insertion into the lantern; therefore, the podj was removed. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.